Manufacturer narrative:
Initial reporter name and address: zip code: (B)(6). The event of capsular contracture unknown baker grade is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side ¿severe capsular contracture...pain, a feeling of strangulation, deformation." The device remains implanted. Healthcare professional reported treatment of "radiation exposure."